Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, lot# unknown, serial# (B)(4), product type: lead; product ID: 977a260, lot# unknown, serial# (B)(4), product type: lead; product ID: 97791, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, lot# unknown, serial# (B)(4), product type: lead; product ID: 977a260, lot# unknown, serial# (B)(4), product type: lead; product ID: 97791, lot# unknown, product type: accessory. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, lot# unknown, serial# (B)(4), product type: lead; product ID: 977a260, lot# unknown, serial# (B)(4), product type: lead; product ID: 97791, lot# unknown, product type: accessory. Correction: (missed adding information below). Analysis of the implantable neurostimulator (ins) (B)(4) found the ins was functionally okay and insignificant anomalies were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain . It was reported that the patient¿s spinal cord stimulator (scs) was for their low back pain and it was giving them stimulation in their face and nose. The patient stated that even when the device was turned off they were still getting stimulation to their face. The patient stated that they wanted the device explanted. It was unknown if there were any factors that may have led or contributed to the issue, but it was reported that the patient had a stroke ¿some three years ago¿ and stated that their face became numb at that time, but now their scs was making their face and nose tingle even when the scs was off. Upon arrival it was reported that the patient¿s scs was at a low level on group a at 2.15, a2 at approximately 2.5. It was indicated that impedances were checked and were all good. The rep turned the scs off and the patient stated that they did not feel any stimulation. The patient stated that the scs worked for their back pain, but they wanted it removed as they were afraid of the system and that it would hurt their face and eye. The rep tried to discuss with the patient and the patient stated that they had called the manufacturer previously and lodged a complaint as they were upset that the manufacturer did not report these types of side effects. The rep advised the patient to leave the scs off for a month to ensure they really wanted it out, but the patient was scheduled to have the device removed (B)(6) 2019. The rep tried to educate the patient, but they insisted on having the device removed. A physician assistant met with the patient and the patient was going to proceed with explantation per their request. The patient was advised that their back pain would ¿recoup¿. The issue was not resolved at the time of the report. No surgical intervention occurred but surgical intervention was planned and scheduled for (B)(6) 2019. The event date was asked but was unknown. No further complications were reported/anticipated.